Event description:
The user facility reported a 70-year-old female undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient was on impella cp support due to needing a myocardial perfusion. As the doctor was pulling away the peel away sheath, the clear plastic ring never broke in half. The doctor had to use hemostats to break off plastic ring.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the difficulty insertion/removing introducer has been completed. No product was returned for evaluation. Clinical details noted that the clear plastic ring on the introducer sheath did not break in half as intended and required forceps to remove. The root cause of the difficulty removing the introducer cannot be determined as no product was returned for evaluation. F6/f8 should have been left blank in the initial report. G1 reporting contact fax number missing.